Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customers blood glucose level was (240 mg/dl) the customer took a manual injection. It was indicated that the customer was able to add more insulin successfully and resume insulin delivery.